Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - clinical code, h6 health effect - impact code additional information was requested, and the following was obtained: were there any patient consequences as a result of the event? No, no consequence with the patient. It was reported that the surgery was not completed successfully. Did the surgery have to be delayed or rescheduled as a result of the event? The surgery continued; they only replace the material. Additional information: d4, d9, h3, h4, h6 investigation codes. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging that pertains to the product 8185t was received for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. No tensile strength was performed due to the returned conditions of the suture. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. An additional product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the event? It was reported that the surgery was not completed successfully. Did the surgery have to be delayed or rescheduled as a result of the event? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown procedure with subcutaneous suturing on (B)(6) 2024. The prolene suture broke when trying to suture the skin. They couldn't continue suturing. No action was taken when the event occurred, and the procedure was not successfully completed. It was reported that no additional procedure or medical intervention was required. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Corrected: d4 primary UDI number. Investigation summary: juarez analysis: the product was returned to ethicon for evaluation. One needle and suture outside its packaging that pertains to the product 8185t were received for analysis. Upon visual inspection of the sample, it was observed the needle was broken at the swage area and a part of the needle was noted to be attached to the suture. The sample will be shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Hsa analysis: the product received for analysis was identified as product code 8185t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.